Event description:
The customer's spouse reported via phone call that the insulin pump alarmed, indicating that the radio frequency programmable integrated circuit failed the self test. The caller stated that the alarm occurred about a month prior and again on the day of the call. The caller did not know the blood glucose reading. The caller was advised to perform the rewind process again and to program a normal bolus into the air; the caller stated that the bolus amount did record in the bolus history. She stated that a temporary basal was not programmed before the alarm occurred. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a64 error during self test due to faulty electrical component on the radio frequency board. The insulin pump was received with cracked lcd window, cracked case at the display window corner, cracked battery tube thread and cracked reservoir tube lip.